Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist instructed customer to contact pharmacy and have them change the total quantity from 0.1 to 1 and informed that if the script allowed it, that they could issue the medication. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini user tried to issue tramadol hcl tab 50 mg, but it kept giving the error cannot exceed 0.1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.